Manufacturer narrative:
Batch review performed on 24 february 2021: lot 170194: (B)(4) items manufactured and released on 16-june-2017. Expiration date: 2022-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain. Post-op x-rays revealed that the stem potted distally. The surgeon revised the stem and head and added a sleeve 3 years 2 months after the primary.